Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer was treated with insulin pump. Customer reported a loss of communication between the sensor and the pump, also alleged of being unable to pair transmitter with pump. The customer also received change sensor alert. The event involved products unk_sensor,mmt-1884,unk_reservoir,unomedical troubleshooting was performed. It was confirmed that the sensor serial number was not in the paired devices screen. The customer was assisted with pairing the sensor but sensor would still not communicate. Pump and transmitter would not pair after troubleshooting. No further patient complications were reported. No product return is required for unk_sensor,unk_reservoir,unomedical. Mmt-1884 was requested and the customer response was the device would be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.